Event description:
The customer reported via phone call that their insulin pump alarmed button error. The customer's blood glucose was unknown. The customer explained that they pressed the act button to access the menu when they received the alarm. The customer explained that they were sweating at the gym and had placed the insulin pump in the bra prior to the alarm. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump had a cracked case at display window corner, minor scratches on lcd window, cracked battery tube threads, broken reservoir tube lip and cracked reservoir tube window.